Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 3. One mitraclip was implanted with no reported issue, reducing the final mr to grade of 1. On (B)(6) 2022, the patient returned and reportedly, the implanted clip was detached from the anterior leaflet (single leaflet device attachment (slda)). The physician believes that there can be a possibility of the anterior leaflet being thin, causing the slda to be from the anterior leaflet. The patient's mr returned to grade 3. There has not been an attempt to stabilize the sdla. The physician is considering stabilizing in the future, but no procedure date has been scheduled yet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported mitral regurgitation appears to be a cascading effect of the slda. Additionally, mitral regurgitation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.